Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that following a battery change the pump was beeping and vibrating and would not boot up properly. The battery was reportedly new and another battery was used with the same response. The battery cap is able to be tightened to resistance and the o-ring is not visible.